Event description:
It was reported that the patient had a lot of dizziness and chest pain associated with variable pulsatility index ranging 2 to 11. They reported having a low flow at 9:30 am on (B)(6) 2026 coupled with pi of 11. Log files were sent for review, and no unusual events were recorded in the log file event history.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.